Event description:
It was reported that the patient had a backup battery (ebb) fault back on (B)(6) 2024 with an ebb replaced then. During the weekend of (B)(6) 2025, the patient had the same ebb alarm. The system controller was changed out. Log files were sent for review, and the event log captured intermittent ebb faults going back to 18may2024 and then becoming more frequent on 23may @0037 and continuing until the system controller was changed out on 24may2025 @0037. It appeared that the ebb failed the load test resulting in these faults. The ebb faults resolved after the system controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 24may2025 was reviewed. At 00:34, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm briefly cleared several times in the data reviewed but reactivated for the same reasons when a new load test was attempted. The alarm did not appear to prevent the controller from supporting the system as intended while the driveline was connected. The driveline was disconnected at 04:09, and the controller was shut down, consistent with the reported controller exchange. No other notable events were observed in the data reviewed. The system controller and backup battery returned for analysis. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (serial number: (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.